Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The occurrence date is unk. The reporter stated that this could have been due to user error. The surgeon is experienced "but the scrubs usually load the device."

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).